Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the customer did provided device data logs for review. The customer's report was observed during the review of logs. The customer indicated that the report was resolved by replacing the battery pack and pads. Analysis of reports of this type has not identified an increase in trend.